Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not experience symptoms due to high blood glucose. Customer's mother reported that the inpen was damaged, the injection foot was damaged and the dial was loose. The customer will discontinue the use of device.